Manufacturer narrative:
Device remains implanted and functioning in patient. Investigation into this report is currently in process.

Event description:
Physician reported through a device tracking update mailer, received in 2004, that this patient has a persistent endoleak of unspecified type which was identified on CT 09/15/2004. Aneurysm size is reportedly stable.